Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. . Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No damage identified or signs of malfunction that would contribute to the reported event for any of the implants. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1266068 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error (improper techniques used) and patient factors. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented for a routine 1 week recheck of implant placement at tooth locations #18, #19 & #20 with dehiscence of the wound. The sites were gently irrigated with no discharge, purulence, or signs of infection. The patient returned for a one (1) month recheck and the implants were removed at that time due to pain.

Event description:
Additional information: customer reported that all three (3 )implants were affected with wound dehiscence during week 1 check-up. Wound care and oral hygiene instructions were given. Rx peridex and amoxicillin was prescribed for 1 week. Soft diet, warm heat for facial swelling. Rtc in 1 week. Irrigation was diluted with chlorohexidine.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: impact code was added: 4641.